Manufacturer narrative:
Date of event (B)(6) 2017 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for dystonia and movement disorders reported they initially had good success at the beginning, but have had some setbacks. The patient was implanted for mandibular dystonia and their pain issue decreased dramatically around the middle of (B)(6) 2016. The patient started speaking again for the first time in the middle of (B)(6). It was thought that they may have ¿overshot the mark¿ on the last adjustment. By the middle of (B)(6) 2017 the patient had pain in the lips, mouth, jaw and neck and stopped speaking again in (B)(6). The patient was currently speaking some, but the pain was still there. It¿s like they are ¿taking 2 steps forward and 1 step back,¿ but sometimes it¿s more like ¿1 step forward and 1 step back.¿ it was noted the patient would be seeing their healthcare professional (hcp) to have the settings changed back to the original settings. On (B)(6) the patient's husband reported that after getting the implant, the patient's symptoms of oral mandibular dystonia (tongue thrust/ spasms/ pain in neck and mouth and trouble with eye control- looking up looking down reading/ could not speak) showed signs of improvement, by (B)(6) 2017, patient could speak again however after 4 to 6 weeks by (B)(6) 2017, patient could no longer speak but the other symptoms were still improved. During the call the caller reported that the patient's symptoms were triggered by smiling and laughing and after being able to speak again, patient had been smiling and then their symptoms started returning. It was stated that patient went to the health care professional (hcp) in (b(6) 2017 who cracked it up too high, at which the patient's symptoms started returning and they started going to another hcp. Patient saw the new hcp in late 2017 who went through their own programs of settings, and on (B)(6) 2018, the hcp asked why the battery was turned off but the patient did not know it had been turned off, later caller stated it may have turned off because it had not been charged. The doctor turned it back on and made programming adjustments however, by the time the patient got home, the symptoms were really fired up so they deliberately turned stimulation off, the patient did not tell the doctor about the symptoms and turning stimulation off. The caller wanted to learn to use the patient programmer to make changes and to get help turning stimulation back on. Patient had not recharged the ins since turning stimulation off on (B)(6), and general over discharge information was reviewed for the patient. Patient was redirected to the hcp to report and resolve symptoms. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was determined the cause was that they failed to charge. They went to the doctors and the issue resolved. No further complications were anticipated.